Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. The complaint device was returned for evaluation. An external visual inspection was performed and it passed. The receiver failed to charge and boot up. The receiver logs could not be downloaded in this state. The functional test could not be performed. The receiver case was opened for interior visual inspection and it failed. A cracked controller battery ic was observed. The defective battery was verified by substitution. The reported event of an overheating receiver could not be confirmed via troubleshooting. The probable cause could not be determined.